Event description:
Alert short text: high right ventricular pacing lead impedance detected on (B)(6) 2011 14:36. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).